Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer may have accidentally bumped into a table, causing the pump touchscreen to become cracked. Reportedly, due to suspending pump therapy, the customer was unsure if the pump was functional. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.